Manufacturer narrative:
A supplemental report is being submitted for a correction to h10 to include the driveline extension cable in the system report. Additional products: d1: heartware ventricular assist system ¿ driveline extension cable, d4: model #: 100 / catalog #: 100, expiration date: 30-sep-2020, lot#: d000090, UDI #: (B)(4). D10: yes, return date: 10-jun-2020. H3: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes. H4: mfg date: 10-sep-2019. H5: no. H6: patient code(s): c50675. H6: device code(s): c62992. H6: FDA results code(s): 3233. H6: FDA conclusion code(s): 11. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) and a driveline extension cable were returned for evaluation. The controller was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Log file analysis revealed four (4) low flow alarms logged on the vad on (B)(6) 2020 between 09:35:01 and 09:45:06. No vad stopped alarms were logged within the analyzed period. However, the low flow and power consumption of the pump was likely perceived as the inability of the pump to run. As a result, the reported event was confirmed. Additionally, the reported event was replicated through supplemental testing performed with air inside the returned pump. Analysis of the returned pump and driveline extension cable revealed that the devices passed visual examination and functional testing. Considering that the returned pump and driveline extension cable met pre-implant wet test power consumption requirements per the instructions for use (IFU), the reported event can be attributed to hydrodynamic imbalance of the impeller caused by air trapped inside of the housing during the wet test at the user facility. There is no evidence to suggest that a device malfunction occurred. Based on historical review of similar events, the most probable root cause of the reported event may be attributed to insufficient de-airing during pump pre-implant test. Additional products: d4: lot #: d000090 h3: yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 d4: serial #: (B)(6) h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for correction. B5 (event description) updated. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
All electrical connections from pump, driveline (dl) extension cable and controller to monitor were reconnected twice, showing same results. Finally driveline extension cable, controller and vad were exchanged, still showing same result.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: brand name: heartware ventricular assist system ¿2.0 controller, model #: 1420, expiration date: 30-nov-2020, serial or lot#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no. Device evaluation anticipated, but not yet begun. Mfg date: 19-nov-2019, labeled for single use: no. (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) failed wet test. Wet test was started manually at 1800 rpm, and flows showed 2.0l/min with 0.4 watts, there was no resistance from inflow to outflow, and no fluid flow at basin. All electrical connections from pump, driveline (dl) and controller to monitor were reconnected twice, showing same results. Finally driveline, controller and pump were exchanged, still showing same result. All connections were reconnected twice, also reconnected batteries, and pump did not run. It was decided to change fluid, and still no changes. After a few minutes all connections were reconnected and the pump started at 1800 rpm, 3.6 l/min, 1.8 watt. The ventricular assist device (vad) remains in use. No patient complications have been reported as a result of this event.